Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was at home charging his batteries to the power module. When his wife heard a continuous tone, she walked into the room and he said to her, "I don't know how this works," and collapsed. It was later reported that the pt expired. A partial autopsy will be performed and the pump will be explanted and returned for eval.

Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.